Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the surgeon console 2 shut off, so turned on the breaker and power restored. On console 1, fse replaced the master tool manipulator right (mtmr) per isi procedure due to homing issues and a persistent error 23018. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to be reproduce the reported failure (error 23008 on axis 3 and 23013 on axis 2) during power up. The following parts will be replaced as a fix: axis pot, axis 2 motor, axis 2 pot, axis 3 motor. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed repeated mtmr related system errors after entering following mode on system sk4091. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Repeated recoverable faults rendered the system unavailable and troubleshooting was exhausted with technical support, leading to the conversion of procedure to laparoscopic technique. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, repeated recoverable 23013 errors occurred on the right-master controller. The intuitive surgical, inc. (Isi) technical support engineer (tse) had staff do a hard reset on the console and exercise the master tool manipulator right (mtmr) while off. The system was rebooted and it powered on with the same error. Staff stated that their other surgeon's console was currently broken and decided to convert the case to laparoscopic surgery. Isi followed up with the initial reporter and confirmed there was no harm or injury to the patient.